Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -7.0/+6.0/96 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Blurry vision was reported. The lens was then rotated 10 degrees anti cloackwise on (B)(6) 2017 which improved unaided vision from 0.7 to 0.9.

Manufacturer narrative:
Corrected data: previous report statement "single-use device was reprocessed and reused on a patient" is incorrect. (B)(4)